Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint (lot# 3383826) was not returned as requested; however, the patient returned test strips (lot# 3332617). The returned test strips were evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strips failed testing, er4 was observed with control solution testing.the meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Product was replaced and requested back for investigation. The test strips were returned on (B)(4) 2003 and is in the process of being investigated. Once evaluation is done, a supplemental report will be submitted.